Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause and contributing factors of the wound not healing were both unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the wound on the stimulator position of the chest and had been unable to heal. The patient had performed a second operation to replace the position of the ins implant. The patient had now returned to normal treatment and improvement was stable. It was unknown if there was more than a 50% reduction in symptoms. There were no expert opinions. Troubleshooting was unknown. No further complications were reported as a result of this event.